Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited competitive atrial pacing (cap) resulting in non-sustained ventricular tachycardia being induced. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.